Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer changed out pump supplies to address the alarms. Root cause could not be determined. Customer's blood glucose ranged from 100-200 mg/dl.